Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius (B)(6) technician reportedly replaced a melted fuse on the power supply to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility reported a fresenius 2008k hemodialysis machine with a melted component. Upon follow up, it was confirmed that a fresenius (B)(6) technician replaced a melted fuse on the power supply to resolve the issue and return the machine to service. The event occurred prior to any patient treatment, and a patient was not connected to the machine when the issue occurred. It was confirmed that there were no sample parts available for return. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.